Event description:
A cartridge alarm, specifically alarm 20, was reported by the customer, leading to a blood glucose level of 483 mg/dl. The customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). No third-party assistance was needed. Technical support confirmed the issue and arranged to replace the pump with one equipped with updated software. They also provided instructions on using the new pump and handling the return of the faulty device.